Event description:
In 2009, pt reported she received an e4 (occlusion) error message this morning. She stated because of this occlusion she woke up feeling sick from high blood glucose. Pt reported she was sleeping when the error message occurred. She stated she has not changed her adapter in over a year. Advised her, adapter should be changed with every 10th cartridge change. Advised pt head set needs to be changed every 2 days. Advised pt the infusion tubing can be used up to 6 days. Attempted to have pt insert a new headset and connect to her infusion device, but she did not want to at this time, because she had given herself 4 units of insulin by injection earlier. She stated she is afraid to take more insulin at this time. Pt reported her blood glucose was 343 mg/dl. She stated she did not treat herself at this point. Pt reported she contacted her doctor around 2 hours later and he advised her to take 4 units of insulin in 1/2 hour. Pt stated she is feeling okay at this time. Pt reported she tested her blood glucose 6 1/2 hours later with a result of 207 mg/dl she stated this is still higher than normal for her, but she is feeling better. Pt's target blood glucose range is 100 mg/dl. Advised pt will call her back later to change her infusion site and attempt to put her infusion device back in the run mode. Pt states she wants to check with doctor before connecting back to her infusion device. On follow up with pt 2 1/2 hours later, she stated she contacted her doctor and he advised it was okay to continue using the infusion device. She reported she inserted a new infusion site and connected back to the infusion device and is currently in the run mode. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.